Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-oct-2025. Investigation summary: bd received five photos and one sample for investigation. The evaluation of these photos and sample indicates the presence of white foreign matter at the base of the cannula near the cannula hub, resembling the epoxy used to adhere the cannula to the hub. No retained samples were available for inspection as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, white foreign matter was observed on the base of the cannula. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, white foreign matter was observed on the base of the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.